Event description:
Account reported an incident in which cvicu admitting pt to unit after open heart surgery. Account in midst of "switching pt lines to gemini sets" due to use of gemini pumps when "tubing distal to hand pump popped out." Blood infusing through set into 16g peripheral catheter. Per account, "there was blood all over." No reported pt injury. Anecdotal comment that incident "not the first time."